Event description:
Patient with unknown procedure. The device was used to close the wound. It was reported that the product was applied to a 300mm. Long site. The wound was under some tension and opened 7 days after product was applied and was closed with sutures. No iodine based products were used to clean the site and the doctor was experienced in using the product. The patient received instructions on how to care for the wound. The site was not soaked, scrubbed, or exposed to prolong wetness. The site was free of dense hair. The doctor stated that there was no connection between the event and the product. Product storage conditions were not confirmed. No adverse patient consequences were reported. Product was not returned.